Manufacturer narrative:
Block d4, h4: the reported lot number could not be matched to the reported device. Therefore, the manufacture and expiration dates are unknown; however, it was reported that the device was not used past its expiry date. Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a segura hemi basket was about to be used in a ureteroscopy with lithotripsy procedure. Reportedly, the pull wire of the basket was observed broken prior to the procedure. The procedure was completed with another of the same device with no patient complications.